Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device for evaluation. Any additional information received from customer will be included in a follow up report.

Event description:
The customer reported that the vela ventilator alarmed "transducer fault", "vent inop", "motor fault", and "circuit occlusion". The customer reported the alarms occurred while the ventilator was on a patient and that it stopped ventilating. Alternate ventilation was provided and there is no allegation of patient harm or injury.